Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was pneumonia. The caller stated that the customer had lung cancer that may have led to the customer's passing. The customer¿s blood glucose was 384 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing. The customer was taken off the pump as they were having trouble controlling their blood glucose due to pneumonia, and they were also going through chemo and radiation treatments for lung cancer. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. Pump was received with intermittent button response. Customer weight has been updated.